Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received indicating the r / r class 3 did not have an impact on the patient. There were no medical or surgical interventions required.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information received reported that there was no impact on the patient and she is still in class three.

Event description:
Medtronic received information reporting that a patient had a pipeline flex with shield implanted to treat an unruptured 8.1mm x 7.5mm left internal carotid artery (ica) c6 saccular aneurysm with neck of 7mm. At the 1 year follow-up visit on (B)(6) 2020, raymond & roy class 3 occlusion status was observed. It was not indicated whether the incomplete occlusion of the aneurysm was due to any device deficiency. The site also indicated that since the reported follow-up visit, the patient has experienced "new or worsening of existing neurological deficits" though to be related to transient ischemic attack (tia) or permanent stroke/cerebral infarction. It was not known at time the report was received if the patient adverse events had any relationship to the pipeline device or if any additional treatment or intervention was required or provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.